Event description:
It was reported that a broken needle occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2022 no product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter state (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.